Manufacturer narrative:
Concomitant medical products: corticoid, arnica, ice, juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine and unspecified juvéderm® voluma¿ in the tear trough. Patient presented, 1 month later, with "inflammation, pain and granulomas in the injected sites". Patient treated with prednisone for 10 days, but did not recover. Patient was then treated with hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00486 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® voluma¿.